Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time, the connector rod slipped out. "Patient complications were reported as unknown."

Manufacturer narrative:
Analysis of the returned device shows that microscopically examined set screw rod interface surface. Threads do not show evidence of cross threading. Set screw rod interface node deformation height (@ center) are atypical of full seating of the rod, in comparison with a bench sample. Conclusion: the above observations are consistent with incomplete seating of the rod at final tightening.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of radiographic images shows a complex cervicothoracic construct in which a lateral connector was used at the cervicothoracic junction to connect vertex to the thoracic construct. A complex corpectomy has also been performed with body replacement and anterior plating which in satisfactory position. It is seen that the vertex rod has slipped out of the lateral connector necessitating revision. It is therefore reportable.